Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk case, it was noted there were holes in the packaging. The devices were not used and were removed from the field.